Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the smart remote manager had failure due to mild oxidation on the latch assembly. A field service engineer removed oxidation and reseated the 25-foot grey cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis ciisafe system remote manager would not open causing a discrepancy in count due to the item not being put in the fridge. The customer stated this created a slight delay in treatment to the patient. There were no adverse events or injuries reported based on this event.